Manufacturer narrative:
A supplemental MDR is being submitted due to additional information reported in medical records as well as engineering evaluation findings. Sections b2, b4, b5, b7, e1: reporter name, g3, g6, h2, h6: impact code, clinical code, device code, type of investigation, investigation conclusions, and h11 has been updated/corrected. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for svd - calcification was confirmed based on the provided medical record. Available information suggests patient factors (hyperlipidemia, chronic kidney disease, diabetes mellitus) likely contributed to the event as patient medical history of hyperlipidemia, chronic kidney disease and diabetes was reported. According to the technical summary, evaluation of reported complaints of svd - calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending with no pra or CAPA required at this time.

Event description:
As per follow-up with the field, the failure mode of the valve is halt and increased gradients. The patient was admitted to the hospital and put on anticoagulation. Per medical record review, cardiac CT findings show hardening/streak artifact created from the aortic valve prosthesis and cannot exclude halt. Tte shows tavr appears well seated. There is moderate calcification. The aortic valve gradient is severely elevated. There is no aortic valve regurgitation. Ef 44%, av mean gradient 40 mmhg, ava vti 0.9 cm2. The patient was started on eliquis given significantly elevated tavr valve gradients within 1.5 years of implantation with no evidence of obvious leaflet thrombosis or clot on the valve with plans to reassess gradients within 3 months prior to reevaluation for possible repeat aortic valve intervention. The patient was admitted to the hospital and symptomatic with syncope with transcatheter intervention being considered.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from fcs, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in aortic position. Approximately 1 year and 5 months post tavr, the patient is presenting with a failed valve. No further information has been provided at this time.